Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 456 mg/dl. A systems check was performed with tandem technical support (tts) and no issues were identified; however, the customer was reusing insulin which is considered off label insulin use and tts educated customer on this. The customer successfully changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.